Manufacturer narrative:
The company representative visited the medical center and was informed that an autofill error was received by the operator because of a broken male luer plug (part number 0103-00-0398-01) on iabp fill port (crm). The customer's biomed engineer repaired the plug, but received autofill errors. The company representative observed that the customer's biomed engineer was using catheter without a 6 foot extender. The company representative verified proper repair of plug and used a catheter with 6 foot extender to perform autofill and functional tests. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The complaint is still under investigation. We are following up with the customer to clarify the event and the number of patient involved. The device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. A supplemental medwatch will be submitted when new information becomes available. (B)(4).

Event description:
The iabp generated multiple autofill errors on one or possibly two patient. The company representative visited the medical center and the customer informed him that there was an autofill error and the male luer plug on crm was broken. It was replaced with a new male lue plug, but there was still an autofill error occurring. The patient was switched to another iabp. No patient injury was reported.